Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed a "recorder system error" message after rebooting. The error message randomly appeared on the cns. Patient vitals are still displayed, as the error does not affect monitoring. It does not.have a strip recorder attached to it, so tech support (ts) advised him to restart the cns. They rebooted the system and the error went away. Issue resolved. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed a "recorder system error" message after rebooting. The error message randomly appeared on the cns. Patient vitals are still displayed, as the error does not affect monitoring. It does not.have a strip recorder attached to it, so tech support (ts) advised him to restart the cns. They rebooted the system and the error went away. Issue resolved. No patient harm was reported. Investigation conclusion: the "recorder system error" message was caused by a transient system software condition. Rebooting the cns cleared the error message, and normal operation resumed without impact to patient monitoring or the need for hardware replacement. The root cause could not be determined. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 09/30/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed a "recorder system error" message after rebooting. The error message randomly appeared on the cns. Patient vitals are still displayed, as the error does not affect monitoring. It does not. Have a strip recorder attached to it, so tech support (ts) advised him to restart the cns. They rebooted the system and the error went away. Issue resolved. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed a "recorder system error" message after rebooting. The error message randomly appeared on the cns. Patient vitals are still displayed, as the error does not affect monitoring. It does not.have a strip recorder attached to it, so tech support (ts) advised him to restart the cns. They rebooted the system and the error went away. Issue resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 (B)(6) 2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested.